Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ems being called. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had called ems (emergency medical specialist) for low blood sugar. No information was given about the event. Three follow up attempt were made but no additional information was given.